Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain on my right pelvic area") and ovarian cyst ("cyst on my right ovary/cysts") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian cyst (seriousness criterion hospitalization), menorrhagia ("abnormal period, heavy blood clots"), pain ("pain"), alopecia ("hair loss") and abdominal distension ("bloating"). The patient was hospitalized sometime in 2012 until sometime in 2012. The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and pain had not resolved and the ovarian cyst, menorrhagia and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, menorrhagia, ovarian cyst, pain and pelvic pain to be related to essure. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, "processing essure cases in dev@com." Medical assessment: the events reported are not indicative of a quality defect. No complaint sample was provided for technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without batch number or sample. At time of this medical evaluation the technical investigation concluded "unconfirmed quality defect". Based on the available information, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on 26-oct-2017: summons received. Reporter information updated, lawyer added as reporter. Essure removal date updated. Events hair loss and bloating was added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial' indicates here initial submission by the new legal manufacturer only. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.